Event description:
Healthcare professional reported valve was removed due to stenosis related to thrombus on all three leaflets. No pt risk factors for hyper-coagulation problems. Product was replaced with a freestyle.